Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye. The surgeon notes an iop (intraocular pressure) increase at 3 weeks post-op and requested assistance from a consultation doctor, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).